Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise with non-sustained ventricular tachycardia episodes. Ventricular fibrillation was detected in all episodes but not inappropriate therapy was delivered. The lead was also possibly fractured. The lead was replaced and was left in the body. When the new lead was connected and disconnected from the implantable cardioverter defibrillator (ICD) several times. The lead tested fine through the analyzer. The device was explanted and replaced and the lead tested fine with no indications of a malfunction. No patient complications have been reported as a result of this event.